Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that when the scrub nurse attempted to attach the stem inserter to the implant, the device would not lock on.